Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, the patient felt wet. It was stated that the patient was ¿70% dry.¿ the patient felt she had longer dry periods during the trial. Before the implant, the patient 5-6 pads a day, now she used the ¿occasional pad.¿ the patient was currently on program 2 and had been increasing stimulation. It was noted that the healthcare provider (hcp) told the patient, she was ¿totally blocked¿ on one side. It was later reported that the patient went to check her settings and all she got was a beep. The patient started to have problems with her programmer 8 day after the report date. As the patient services was instructing the patient on using the programmer with the antenna, the patient realized she forgot to plug the antenna in and place it against her implant. After the corrections were made, the patient was able to sync with the implantable neurostimulator (ins). It was stated that stimulation was currently at 4.5volts. The patient reiterated that she had more success during the trial period. It was noted that the patient did feel drier and had better success at the current amplitude level (patient was programmed at 2.7volts). The patient had a follow up appointment scheduled for the (B)(6) 2014. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment dates (B)(6). It was reported later that patient got a vaginal infection on (B)(6) 2014 .it was also noted that the therapy was not working as well as she wanted it to work. It was noted that the device had not work as well as her trial since implant. It was noted that during the trial that she was dryer for a longer period of time. The patient still had to wear a pad. It was indicated that the therapy only helped for a few hours at a time. The patient was back to wear she started before implant. It was indicated that since (B)(6) 2014, she had increased and adjusted the stimulation and when she increased to 5.0 amps she was in pain. She sometimes did not feel like she was feeling the stimulation. It was also noted that patient slipped in the bathtub about one week ago and did not notice a therapy difference after the slip. She did have hours where she was completely dry but she woke up in the morning and at night wet. The patient next scheduled appointment not until (B)(6) 2014. It was later reported patient loss therapeutic effect and the symptom reported had sudden onset. It was indicated that patient was not able to adjust stimulation. The device was powered off. It was noted that patient was able to adjust her programmer settings after assistance. It was indicated that patient was kind of scared to change any of the programs and wanted to wait until she went to the health care provider¿s office. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient fell on (B)(6) 2015 and after they fell, they felt vibrations.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to the dentist because their tooth was bothering them and the felt irritation in the gum. After implant their pads were worse than they had and the patient was thinking to start using diapers soon. The patient's health care provider (hcp) said they kept the same lines in from the trial and during the surgery they saw one side was bad, but the other side was good when they put the permanent implant in. Since implanted it never helped consistently and helped a little bit here and there. It was very upsetting when nothing worked and the patient tried all 4 programs at different settings. The patient went several times to see their hcp and they were doing physical therapy because the device wasn't helping. The patient did pilates and some yoga and had to wait 5 weeks before they could do it after the surgery, but the therapy never helped even before they resumed doing pilates. The patient thought maybe it was not a nerve problem, there might be something damaged in them and nothing worked. The patient thought the weather might be one of the factors. The biofeedback person and the physical therapist told the patient they were not able to strengthen their kegels enough. Since they had been doing physical therapy the patient was still wet, but felt their kegels were getting stronger. The manufacturer representative told the patient they would try to get together in (B)(6), but because of holidays and bad weather the patient had not been able to have the appointment yet. The patient tried medication for a month and it did nothing. The patient was currently on program 3 at 5.9v and the only time they ever felt it was when they worked with it and changed a setting. The patient always tried to raise it up higher, then the felt a little bit of tingling but got no symptom relief. The patient felt tingling in their leg in december in their sore spot where they had a meniscus tear. They lowered stimulation down to maybe 3.5v and then it was fine. The patient wanted an hcp or manufacturer representative to reprogram it and give it a chance for another 6 to 12 months, and then explant if nothing changed. The patient was hoping to see their hcp on the (B)(6) and couldn't do it on a (B)(6) when there was a snow storm and another storm was coming.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient noticed bladder symptoms returning the day she turned off the stimulator and back on for a kidney sonogram in early (B)(6) the symptoms got worse. The patient experienced loss of therapeutic effect. The patient had been on program 4 until the day of this call. The patient stated she really was not changing the setting that much. The patient reported about a month ago she was having good results and was able to stay dry and now she was very wet. The patient was able to synch while on the phone and stated she was on program 4 at 2.9 and was seeing the lightning bolt. It was noted that the patient had it at 4 and decreased it to 2.9 on the day of this call because she was experiencing pain in the buttocks on the day of this call when she did some relaxing meditation and this was the second time it has happened. The patient felt pressure when sitting like that in the last week or two but felt better when walking. The patient was current on program 3 at 5.4 and felt it pulsating. It was not bothering her right now but she was not sitting. The patient stated was keeping the setting for 3 days and then changes the setting if it did not work. The patient stated she was using pads and she thought that would be the point not to wear pads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient hurt their ankle. The patient found a new hcp and manufacturer representative who had been working on the issue with them. The patient had 1 day where they had 2 dry pads in a row and the manufacturer representative suggested keeping the same program, but increasing stimulation a little bit. The patient was on program 2 at 3.3v. The manufacturer representative was going to give the patient a call in a week to follow-up and if the patient didn't see any progress in the current program, they would have the patient try a different program. The patient saw the poor communication screen on the patient programmer. The programmer was not connecting and patient met with the manufacturer representative at the end of (B)(6). The patient requested a new antenna, per the manufacturer representative's recommendation. The patient received the new antenna and it worked for a week, but the last 2 times the patient tried it, they had to play around with it. The patient was able to get it to work and the patient programmer was working. They were able to connect right away.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that her previous implant was not effective, so it was replaced. First ins not effective was on (B)(6) 2014 and replacement surgery was on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0hrh0, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient was not really meeting with much success since implant. She reported having "a-typical" incontinence and it seemed like a constant leak, where as other people had "more intermittent kind of thing." She had tried making adjustments and was working with her healthcare provider (hcp). The patient's symptoms had gotten worse and it just did not seem to work at all. She felt like her best time was with the trial and the implant had not been working that well. She was getting more leakage and did not really know what was going on. She had played with all the numbers and all four programs. There was "a little bit of time for half a day it was working," which was "maybe a few weeks ago for an afternoon, and then her condition or maybe she ate something or something changed." She had not found a good set and stated it was "like russian roulette, she was just guessing." The patient had an appointment scheduled for (B)(6) 2014, but postponed it "because she was concerned about side effects of medication with regard to her eyes." The hcp had given her a prescription for "mybatrek" and also for physical therapy; she was supposed to see a physical therapist on friday. She had not taken the medication yet because she was freaked out and had taken some of these medications in the past and got dizzy.

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient didn¿t feel the stimulation was helping with their urinary incontinence. They had leaking most of the time, although they never wet their bed. The patient right now was back on medication that they started in early january and so far it was not working. The patient was taking ¿betrick¿ and they were also doing biofeedback and were working on their kegel exercises. The patient had 80 percent success with the trial, but now the therapy didn¿t seem to be helping them other than a few hours on occasional afternoons on programs 3 or 4. The patient went to see their hcp in december and their hcp made the manufacturer representative aware of this then on the phone. The patient had atypical incontinence and the patient started on program 2, then 3, then 4, and now was on 1. The patient thought they had tried increasing it all the way on each program and they were keeping a voiding diary, but they gave up on that. The patient felt very little stimulation and thought maybe they needed to have their leads checked. The patient reinjured their knee running on the treadmill around (B)(6) 2014. The patient had a minor meniscus tear and had 2 surgeries before the ins was implanted. The patient felt stimulation going down to their knee before that lasted approximately 5 minutes. The patient also felt stimulation in the bike seat area sometimes. The patient had transvaginal mesh done in 2009 and wondered if this could cause issues with their device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulation initially worked well for a few days after implant, but now it was not working well. The patient would feel stimulation when they turned it on, but then had leakage and had to use pads. The patient was more saturated and had to change pads every half hour to an hour and the flow got worse. It was hard to tell if the patient was getting benefit because they had atypical symptoms. Stimulation wasn't helping them that much. The patient had good results with the trial. The patient hadn't had any reprogramming or tried any other programs since those 4 programs given at the time of implant. They wanted a manufacturer representative to come for reprogramming and had tried to arrange a time with them in the past, but the manufacturer representative hadn't been able to. The health care provider (hcp) was working very hard to help the patient. The patient's diet was not very good, the patient was overweight, and had "ordor" ongoing. The patient hoped doing pilates hadn't affected the system at all. The patient had a meniscus problem with their knee and noticed when they increased stimulation real up and was driving, they could feel stimulation on the back of the knee when they pressed on the accelerator. It didn't happen all the time and today the patient drove for an hour to calls and felt stimulation a lot on the back of the knee on the way to class, but coming home they didn't feel stimulation as much. It didn't seem to be a problem unless the patient put their foot on the accelerator. The patient played with the setting but could not get results. The patient wanted the device taken out.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that while stim was on she felt stimulation when she was active but stated usually she was getting symptom relief on <(>&<)> off. The health care provider set the stim at 5.5v on program 3. The patient had more issues in the morning and seems wetter than in the afternoon. The patient indicated that she fell once since implant when asked when the symptoms return. The patient indicated that the slipped in the shower did not seem to affect the therapy. The patient reported that she had very little pain and health care provider was notified of the fall who visual check ins but did not do an x-ray. It was reported that the patient was not able to adjust stimulation on the day of this call; the patient could not increase but could only decrease, the patient could not go higher than 6.1v. The patient could turn stim above 6v but did not know if she saw the upper limit icon. The patient described the upper limit icon. A day later patient called with previous information reported. The patient next appoint was scheduled on (B)(6) 2014 it was later indicated that since implant patient never had therapeutic effect until recently. The patient stated it seemed to be better on program 4. The patient was instructed her to stay on program 4 but only be at 2.9v or just a "few more up" because she could use more battery. The patient discussed this with her hcp and she stated if she still did not get relief she could call the manufacturer representative for reprogramming. The patient felt allot of wetness and she would only get one hour of dryness and wore poise pads. The patient mentioned about odor in her urine, which prior to implant and was indicated that was why she had the device. The patient mentioned that she felt socially rejected when this happened and if no one was reacting she felt the device was working because there was no smell. The patient indicated that this was how she gaged if it was working. It was noted that on the day of this call patient was not stimulation sensation. The patient was exercising and she stopped feeling stim.

Event description:
The patient later reported she had a mammogram and a sonogram a day prior to the call and the she turned her therapy off for both pr ocedures. It was noted that patient's pads were wet prior to the call and was not confident to go without it on the day of this call. The patient reported that the symptom had a sudden onset and also mentioned she was still having loss of therapeutic effect. There was no known accident or incident related to this complaint.

Event description:
Additional information received reported that since implant the patient was still a little wet. The patient felt that they had wasted their time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that it did not do anything for her. The manufacturer representative (rep) had tried a lot of different things. It worked for one week. It also worked about 20%. The patient was occasionally dry and not even dry for two hours during the day. She had moisture and sweating so it was hard to tell if it was urine. The patient had a stigma about smelling like urine and not having friends. The patient had an x-ray and the health care professional (hcp) felt that it could be placed better than the previous hcp did. The patient was going to try several programs and if that did not work then they would try surgery. If the reprogramming did not work, they would get it removed. The patient had fallen in (B)(6) twice and a few other times. In total, she had fallen about 4-5 times. The patient had reported the falls to the manufacturer. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated that trial worked 80%, the symptom relief from full implant. The patient reviewed she was working with programming and will give the implantable neurostimulator (ins) 6 months to a year and if it's still not helping symptoms she will have it removed. The thought "had an odor like urine, that pads help hold urine but still had the odor".